Event description:
The customer reported tubing disconnected from the phaseal during a chemo infusion resulting in leakage. Event occurred on the peds inpatient unit. No pt harm or med intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.